Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room complaining of occasional thumping or gurgling in the chest. On interrogation it was noted that the right ventricular (rv) lead was intermittently undersensing ventricular depolarization. R wave amplitude was low in bipolar and unipolar, and there was no capture at maximum output. The patient indicated that a day or two after implant nine months ago a nurse "roughly" moved them and the patient was concerned at the time that the lead was pulled on. The thumping sensations were able to be replicated during pacing threshold tests; the patient could feel the high output rv pacing. Reprogramming was performed and the patient will be monitored. The lead is still in use. No further patient complications have been reported as a result of this event.